Event description:
Information received from the field notes no output or telemetry and no magnet response. The device was previously programmed to vvir due to the patient's atrial fibrillation. The patient's intrinsic rate was 45 - 55 ppm. There were no consequences to the patient.